Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 56 year-old male patient presenting with acute myocardial infarction and cardiogenic shock in society for cardiovascular angiography and interventions (scai) shock stage c. The patient¿s medical history was notable for coronary artery disease and diabetes mellitus. During support, the impella was set at performance level p-8 with flows ranging from 3.1¿3.4 liters/min. Hematuria was observed, as evidenced by blood noted in the patient¿s urine. Laboratory findings demonstrated elevated lactate dehydrogenase (ldh). The device was successfully weaned, and the patient survived to explant. While on support, the device functioned as intended. Hematuria and elevated ldh are known risks associated with impella support and may be related to hemolysis.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.